Event description:
It is reported that the complaintant's medisense glucose monitor and diet gave several inconsistant readings causing them to treat themselves with inappropriate doses of insulin in emergency personnel intervention at their home. The complainant was not transported to a hospital. The device was returned and an evaluation determined that the product performed within specifications.